Manufacturer narrative:
Device not being returned to manufacturer for investigation; no product malfunction is alleged.

Event description:
It was reported that the pt's skin broke down while on the mattress.